Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed cable on a mega suturecut needle driver instrument was identified at the top during testing. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed grip cable at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation not reported was derailed grip cable at the distal idler pulley. The grips could open and close, but movement may not have been precise. The cable derailment is likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to derailment. Failure analysis investigation also found indentations at the edge of the distal pulley and scratches on the surface of the pulley. No other damage was found. Failure analysis concluded that the indentations were likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.